Event description:
The account stated the bed went into reverse trend like motion and the patient slid out of the bed and onto her feet. No injuries.

Manufacturer narrative:
The field technician found a bolt sheared off on the bottom of the lift arm. Repairs have not been completed.